Manufacturer narrative:
Device not available for eval.

Event description:
The product was used during an unspecified procedure. Reportedly, the jaws twisted after applying a clip. A new instrument was used to complete the procedure. No pt injury reported.